Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. Without return of the device or additional information the cause cannot be determined. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm transcatheter valve was implanted inside a disabled 27mm mitral valve in the position via valve-in-valve procedure. The implant duration of the disabled 27mm valve at the time of the valve-in-valve intervention was six (6) years, ten (10) months. The reason for valve-in-valve procedure was due to mild mitral insufficiency (mean gradient 9mmhg, oa 0.8cm2, ef 46%). Both devices remain implanted. The patient was noted as stable.

Manufacturer narrative:
Based on the information received the cause cannot be determined however patient factors may have contributed to the event.

Event description:
The reason for valve-in-valve procedure was due to mild mitral insufficiency and stenosis.